Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that upon unpacking the absolute pro, the stent was noted as already partially deployed (flowered). The device was set aside and not used. There was no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The premature deployment and/or flowered stent was confirmed. It is likely that the kink seen located at that the proximal end of the sheath caused the stent to partially deploy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents for premature deployment. The investigation determined the premature deployment was due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the additional information was obtained: the intended procedure was in the left external iliac lesion. The absolute pro was prepped with a heparinized saline syringe. While on the guide wire but before introduction to the sheath it was noticed the stent was flowered. Therefore, the device was removed from the guide wire without reported issue and did not enter the anatomy. There was no reported adverse patient effect.